Manufacturer narrative:
Investigation summary: DHR was reviewed and no qn found. Manufacture records were reviewed, no abnormal was found. Appearance, angle and cannula pull force of np end were inspected for 7pcs retention parts, all results passed. Pen needle product has 100% np end angularity inspection by visual system, and defect part will be rejected automatically. Base on investigation above, the certain cause cannot be concluded at the moment. Investigation conclusion: no manufactory¿s action at the moment regarding the investigation conclusion that the complaint investigation might was caused by incorrect setup method. However, we will keep monitor on similar issue from filed and trending regularly. Root cause description: base on investigation above, the certain cause cannot be concluded at the moment. Rationale: refer to pen needle risk assessment 149rmn-0004-01, the severity of needle broken is moderate(s3). The actual complaint rate of needle broken is o1 since from 2017 till now. A risk assessment was done, the risk level is low. The issue confirmed might was caused by incorrect setup method, no CAPA needed.

Event description:
It was reported that pen needle 31gx5mm 7 pack cannula broken off. This was discovered during use. The following information was provided by the initial reporter: at about 11 pm on (B)(6) 2020 the patient's mother injected the child with growth hormone. After the injection, the needle was pulled out normally. It was found that there was no needle at the end of the needle hub and the injection pen. It was suspected that the needle was broken.